Manufacturer narrative:
Correction: section b4 "date of this report" of the initial report for 2027111-2024-00493 should state april 4, 2024. This follow-up report was submitted to provide a correction relating to the initial report.

Event description:
Procedure performed: laparoscopic left colectomy event description: product: ctr73. "Towards the end of the surgery, the surgeon (dr. [Name]) was pulling out the scope from the ctr73 trocar. When the scope was being pulled out, it was pulled out in a weird angle, which caused the cannula of the trocar to snap in half. They were able to retrieve the trocar pieces." Product available for return. Additional information received from applied representative via email on 27mar2024: "break appears to be in the center of the cannula. The break appears to be a clean break. All pieces were accounted for and were retrieved." Intervention: the surgery was finished with the same instrument. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit, it is likely that the reported event was due to the uneven wall thickness of the canula.

Event description:
Procedure performed: laparoscopic left colectomy. Event description: hospital: [name]. Product: ctr73. "Towards the end of the surgery, the surgeon (dr. [Name]) was pulling out the scope from the ctr73 trocar. When the scope was being pulled out, it was pulled out in a weird angle, which caused the cannula of the trocar to snap in half. They were able to retrieve the trocar pieces." Product available for return. Additional information received from applied representative via email on 27mar2024: "break appears to be in the center of the cannula. The break appears to be a clean break. All pieces were accounted for and were retrieved." Intervention: the surgery was finished with the same instrument. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic left colectomy event description: hospital: [name] product: ctr73 "towards the end of the surgery, the surgeon (dr. [Name]) was pulling out the scope from the ctr73 trocar. When the scope was being pulled out, it was pulled out in a weird angle, which caused the cannula of the trocar to snap in half. They were able to retrieve the trocar pieces." Product available for return. Additional information received from applied representative via email on 27mar2024: "break appears to be in the center of the cannula. The break appears to be a clean break. All pieces were accounted for and were retrieved." Intervention: the surgery was finished with the same instrument. Patient status: no patient injury.